Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that luer tips are breaking when disconnecting from non carefusion connectors. There was no patient harm.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
No product received from the customer. The customer complaint of the male luer tip breaks during disconnection was confirmed per picture received from the customer. The breakage was observed from the tip and collar on the male luer. The root cause of the damaged tubing component was a defective luer collar component.